Event description:
(B)(4). It was reported that following a percutaneous coronary intervention, in-stent restenosis occurred. The target lesion was located in the mid left anterior descending (lad) artery. One taxus liberte stent was plated in the lad lesion. Two taxus liberte stents were placed in the right posterolateral branch. Post procedure residual stenosis was 1% with timi iii flow. Patient was discharged on clopidogrel and aspirin. Two hundred eighty five days post index procedure patient was admitted to the hospital with recurrent chest pain and respiratory distress. Intravascular ultrasound (ivus) revealed 90% restenosis of the study sent implanted in the mid lad artery. Restenosis was treated with balloon angioplasty, resulting in 10% stenosis and brisk antegrade flow. Balloon dilation was also performed on the 95% stenosed ramus artery resulting in 20% residual stenosis and brisk antegrade flow. No further patient complications were reported. Patient was discharged on aspirin, beta-blocker, and plavix.

Event description:
(B)(4) study: it was reported that following a percutaneous coronary intervention, in-stent restenosis occurred. The target lesion was located in the mid left anterior descending (lad) artery. One taxus liberte stent was plated in the lad lesion. Two taxus liberte stents were placed in the right posterolateral branch. Post procedure residual stenosis was 1% with timi iii flow. Patient was discharged on clopidogrel and aspirin. At 285 days post index procedure patient was admitted to the hospital with recurrent chest pain and respiratory distress. Intravascular ultrasound (ivus) revealed 90% restenosis of the study sent implanted in the mid lad artery. Restenosis was treated with balloon angioplasty, resulting in 10% stenosis and brisk antegrade flow. Balloon dilation was also performed on the 95% stenosed ramus artery resulting in 20% residual stenosis and brisk antegrade flow. No further patient complications were reported. Patient was discharged on aspirin, beta-blocker, and plavix.

Manufacturer narrative:
The following lot numbers were provided, however it is not known which one of these three devices was implanted in the lad: 2.25x16mm taxus liberte batch 13801408, 2.25x24mm taxus liberte batch 13878723, 2.25x08mm taxus liberte batch 13946624, device is a combination product device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(6). (B)(4).